Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an internal hemorrhoid treatment procedure performed on (B)(4) 2021. During the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that handle assembly was returned with the device. It was noted that the tripwire was partially rolled in the handle assembly and was secured in the handle slot when received. A crimp was present on the tripwire. The tripwire was kinked in several locations at the proximal section. The suture was intact, and it was attached to the distal loop of the tripwire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The ligator head was not returned for analysis. Upon investigation, the trip wire was found kinked. This likely occurred during manipulation of the device during initial set up when removing slack from the device or while turning the handle assembly during the procedure. Additionally, it was found that the device was used after the expiration date. The reported event of failure to deploy bands could not be confirmed. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an internal hemorrhoid treatment procedure performed on (B)(6) , 2021. During the procedure, the band failed to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.